Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm replaced the fiber optic cable and ran a full battery test to ensure the iabp was functional. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) that the fiber optic cable on the cardiosave intra-aortic balloon pump (iabp) was kinked because the second number was always 247 when the fiber module was checked. There was no patient involvement, thus no adverse event was reported.